Event description:
It was reported that the patient presented with palpitations and was experiencing ventricular tachycardia. Upon investigation, loss of defibrillation therapy, undersensing, and loss of capture was observed on the right ventricular (rv) lead. An x-ray was performed and rv lead dislodgement was confirmed. No allegation of malfunction was made against the rv lead. The rv lead was repositioned to resolve the event and the patient was in stable condition. During the repositioning procedure, the suture sleeve was found to be detached.